Event description:
The reporter would not confirm if the lancet would not retract into the accu-chek multiclix lancet device after firing. The reporter was called for clarification five times. No accidental stick or adverse event reported. The accu-chek customer care service center sent new device and requested return of suspect device.